Event description:
Info received indicates the trendelenburg function is not working.

Manufacturer narrative:
The facility tightened the trend mechanism and replaced the trend cylinders to repair the bed.